Manufacturer narrative:
Customer's meter dcmp282-n0952 was returned and investigated. The meter was disassembled and a raised pin (#1) was observed in the strip port. In addition, according to the internal memory log of the meter the last glucose reading of 100 mg/dl was obtained on (B)(6) 2012, after which the customer attempted to test and received error messages and reset the date and time until (B)(6) 2013. However, customer stated that she was able to obtain blood glucose results until the day the medical event which occurred on (B)(6) 2013. No additional issues were identified during extended product investigation. The pins located in the strip port align with the electrodes on the test strip, and if one of the pins is bent or raised, the test will not be conducted. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Label copy instructs users to call customer service if the meter does not enter test mode after inserting a test strip. This is a final report. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test on (B)(6) 2013 and as a result experiencing symptoms that were described as "dry mouth, dizziness, shivering" and having a loss of consciousness. Customer further reported "waking up by themselves" and self-treating with "half glass of pineapple juice". No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.